Event description:
The manufacturer received information alleging a trilog evo ventilator ac power supply was not recognized during an in-house inspection. The device runs on battery even when plugged into an outlet. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the customer complaint was confirmed. The service technician states that during an operational check, it was confirmed that the lamp of the ac power indicator did not light, and the device was not charging. There were no errors in the device error log indication a malfunction occurred, nor any problems detected during an internal inspection. The service technician states that it was determined to be an abnormality with the power supply that has caused the issue and that the power supply was replaced to resolve the issue. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.